Event description:
Customer reported via phone, she has been having issues with her insulin pump which have caused her to experience high blood glucose of 540 mg/dl and then yesterday it was 430 mg/dl. Customer believes the insulin pump wasn't delivering insulin. She had to contact her doctor, whom advised her to manually treat in her leg. Customer was transferred to perform troubleshooting. The drive support cap was reported normal. Customer declined to check for air bubbles and leaks. Programming and settings were correct per customer. Customer stated the insulin pump had alarmed a few no delivery but she has changed out the sets. Customer declined to perform high pressure test and requested the device to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.